Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a dexcom app crash occurred. On (B)(6) 2025, it was reported that the patient experienced a dexcom app crash. The patient normally uses both the dexcom app and the pump and display devices, and stated that even though the app crashed, the cgm readings were sent to the pump display, but that they were not getting any high alerts from the pump during the event. The day of the event around 05:00am, cgm reading would have started to go up around 200mg/dl. The omnipod 5 was the only display reading the cgm reading as the g7 app had crashed. The caretaker treated the patient with insulin shots, but the cgm reading went up to 400 mg/dl and the caretaker called the emergencies. The paramedics took a fingerstick upon arrival and the blood glucose reading was 410 mg/dl. The patient was brought to the hospital where they were treated with intravenous fluids and about 4 units of insulin. The patient returned home on the same day as the day of the event after having spent around 8 hours at the hospital. Performance data was reviewed. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a dexcom app crash occurred. Date of event is an approximation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No additional patient or event information is available.